Event description:
It was reported that a patient presented for initial implant. During the procedure, it was noted that the helix on the right ventricular lead was unable to extend and was not used. Another lead was used to complete the procedure. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.